Manufacturer narrative:
(B) (4).

Event description:
It was reported that impedances on the pt's leads were never satisfactory (high) and the therapy was not working for the pt. The physician was not sure why; however, it was noted that original lead placement was difficult; the leads were explanted and replaced. The pt was reported as doing "ok". A f/u will be sent when add'l info becomes available.